Manufacturer narrative:
Patient information is unknown. Date of event: unknown. (B)(4). It is unknown if the complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Manufacturing location: (B)(4). Manufacturing date: november 04, 2014. Expiry date: october 01, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a zero p variable angle (va) case for anterior cervical discectomy fusion surgery took place. The cage separated from the titanium plate portion of the implant when trying to remove the cage from the patient to reposition. Implant was abandoned and surgeon used cervical cage and plate option. Patient was large and it was a difficult case due to patient anatomy and size. No information about patient condition received. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information: no harm or delay to patient, 1 hour delay to surgery.